Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument, the cse replaced the reference electrode due to low reference values. The cse ran patient samples, resulting as expected. The cause of the discordant, falsely elevated na result is a malfunction of the reference electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.